Manufacturer narrative:
Date of event: requested, unknown. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Reporter occupation: cath lab manager. Device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the glidesheath slender device piece of the wire broke off inside the patient several months ago. The patient is doing fine and needs an MRI. The patient was good condition. The outcome of the procedure was good. The wire was left inside the patient's body. The event occurred intra-operative.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire separation because the sample was not returned for assessment. The exact root cause could not be determined. The complaint descriptions mentions that the separation may have been caused by user error. Historically, guidewire separations are caused by relative backwards motion of the guidewire against the needle. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.